Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older.   Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling.  (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 95% stenosed, 30 mm x 3.2 mm, concentric and the de novo target lesion was located in the severely tortuous and moderately calcified distal right coronary artery (rca). The lesion contained between a 45 and 95 degree bend. Predilation was performed, leaving 80% residual stenosis in the lesion. A 3.00 x 20 mm synergy¿ drug-eluting stent was implanted; however, the stent caused vessel dissection. Another stent was used to cover the dissection and bailout. No further patient complications were reported and the patient's status was stable.